Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The customer reports that the ratchet broke during procedure. No pt injury. On (B)(6) 2011, customer reports that the surgeon was performing a laparoscopic gyn procedure. While grasping the uterus, the ratchet on the handle end of the tenaculum would not release without repeated manipulation to let go of the uterus. No pt injury confirmed.